Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 7.0 mmol/l at the time of incident. Customer stated that the insulin pump down button was unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that insulin pump buttons were still unresponsive even after the battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The pump was received with all buttons responding properly. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. The pump was programmed with a test guardian link and the glucose sensor simulator. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump displayed the programmed values properly on the display graph. No unexpected change sensor alert or sensor error alarms noted during testing. No damage or moisture damage on keypad assembly, unlocked printed circuit board keypad connector, unexpected numbers ramping or scroll bar moving noted during testing. The pump was received with scratched case, missing end cap address label, missing display window cover, cracked select button keypad overlay, keypad overlay texture damage, stained keypad overlay, pillowing keypad overlay, and minor scratched lcd window.